Event description:
The customer reported a false positive architect total b-hcg result for a 22-year-old female who underwent a gynecological examination. The initial hcg result was 245.25 miu/ml (reference range: < 5 miu/ml). The customer retested the sample twice and generated both results of < 1.2 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found a black dirt substance at the bottom of the buffer solution storage tank. The fsr cleaned the arc wash buffer r, resolving the issue. The module function was verified with a control run. The instrument service history review for (B)(6) verifies no subsequent discrepant patient result issues have been reported since the current issue was identified. A review of tracking and trending for the architect i1000sr did not identify an increase in complaint activity. A review of tracking and trending for the arc wash buffer r did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect i1000sr for serial (B)(6) or the arc wash buffer r were identified.

Event description:
The customer reported a false positive architect total b-hcg result for a 22-year-old female who underwent a gynecological examination. The initial hcg result was 245.25 miu/ml (reference range: < 5 miu/ml). The customer retested the sample twice and generated both results of < 1.2 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.